Event description:
Alleged the head and knee functions are not working. Both functions will work in calibration mode.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.